Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted gastrectomy surgical procedure, fenestrated bipolar forceps was found to have broken conductor wire. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use. There was no loss of cautery associated with broken cable. There was no arcing observed during the procedure. The instrument did not collide with any other instrument during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. There was no broken conductor wire observed during visual inspection. Additionally, the instrument was found to have a broken grip cable at the distal end. The probable root cause of the customer-related complaint could not be determined since the issue could not be confirmed or replicated.

Manufacturer narrative:
Based on available information, it has been determined that the instrument involved with this complaint meets the criteria for isifa2024-09-c. Hence, section h9 was updated to reflect this linkage. Correction: h8. Was updated to initial use of device. Correction to annex codes: annex g was updated to g04121. Correction: primary product batch/lot number under section d was updated to k11240425 0478.

Event description:
Refer to h11 for follow-up information.